Event description:
Tampon is in the applicator the wrong way [device physical property issue]. Case description: consumer reported via e-mail that tampon is in the applicator the wrong way. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon is in the applicator the wrong way [device physical property issue] case description: initial receipt date: 12-feb-2022 report source: non-event - spontaneous; consumer via e-mail seriousness criteria: none consumer involved: 32 year old female suspect product(s): - tampaxtamponscompakcompaksupernondo18ct on unspecified date. Abate on dechallenge-yes. Recur on rechallenge-yes. Taken previously - yes / tolerated - unknown. Adverse event(s): - tampon is in the applicator the wrong way. Outcome - unknown. Treatment details: unknown relevant history: none reported. Concomitant product(s): none reported.

Manufacturer narrative:
The suspect device in this case is not marketed in the USA, so this case will be deleted from our system.